Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after the patient went swimming the day before, the patient then noticed that the down arrow button was sticking. The pump is worn in a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):the keypad was found to be lifting around the ok key. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Moisture was found in the display lens and inside the pump and investigation on the keypad was unable to be completed.